Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the transmitter batter was not working. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the allegation could not be determined. The root cause could not be determined.